Event description:
It was reported that pump touchscreen was cracked and shattered, and caller was no longer able to read or interact with pump screen. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide this information. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump, confirmed shipping address, instructed caller to place damaged pump in storage mode, transfer pump settings and reconnect continuous glucose monitor to replacement pump, and return damaged pump with prepaid label within 10 days.